Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary ==> the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The handle and shaft are in good condition, no structural anomalies were found. When reviewing the needle tip, it was found that is bent downwards on its base. The device will be sent to the manufacturer for further review. Manufacturer evaluation result for ideal suture shuttle 90 degrees: the device was checked, and it still meets the force specifications. Cosmetic inspection. Visual appearance: yes the problem was confirmed the tip was bent. Functional: the device was checked, and it still meets the bending force specifications, it was tested for the bending force and the results met the requirements. Dimensional: no dimensional issues were detected. No corrections are required, since the device was scraped. Investigation: our investigation team performed the investigation and this is their finding. See IFU # ifu109660 for instructions on the use of these devices. According to the IFU instructions axial force must not be applied on the suture shuttle. In the precautions in the fij says do not apply axial or bending forces to the needle shaft. The description of this device it is clearly stated that the suture shuttle is to be used only for passing suture through tissues. In the contradiction section also warns not to use bone or other similar tissues. The instruction for use guides the right way of using the device. In all the above instructions the device must be used with care and to follow the instructions. This device and the manufacturing processes have been validated and approved. As to our risk analysis report, the bending of the device has little potential of injury. After reviewing all the above information, the description of the complaint and the information in the IFU, our investigation team concluded there was a misuse of the device that caused this failure. Root cause: misuse of the device. A manufacturing record evaluation was performed for the finished device (23p14), and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to misuse of the device. As per IFU; precautions; do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. Contraindications: do not use the ideal suture shuttle on bone or other similarity hard. Warnings: whether used arthroscopically or in open surgery, the ideal suture shuttle must be used under direct visualization. Instructions for use: read the instructions for use in its entirety prior to using the device. 1. Inspect the ideal suture shuttle and shuttle prior to use to ensure proper mechanical function. 2. Check to ensure proper function by deploying the shuttle loop through the tip of the instrument shaft. 3. Retract the shuttle loop into the needle tip of the shaft (at least 5mm). The ideal suture shuttle is now ready for use. Loading the ideal suture shuttle: 1. If the shuttle needs to be re-loaded into the device: a. Hold the device so that the thumb wheel is facing upward. B. Insert the loop end of the suture shuttle into the aperture distal of the thumb wheel. Advance approximately 8-10cm of the shuttle into the hole. C. Hold the shuttle firmly by pressing down on the shuttle on top of the thumb wheel. D. Pull the remainder of the shuttle firmly and slide the length of the shuttle along the handle below the thumb wheel into the shuttle loading slot, which runs on the side and length of the handle. E. Pull the shuttle firmly sideways into the shuttle loading slot until the shuttle ¿snaps¿ through the slot window and is loaded into the hollow handle of the device. F. Use the thumb wheel to advance the shuttle until the loop end protrudes out of the tip of the needle. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). Investigation summary: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device is being showed in used condition. When reviewing the needle tip, it was found that it's bent downwards on its base. A manufacturing record evaluation was performed for the finished device (23p14), and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would contribute to the complained device issue. Based on the investigation findings, a possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; bending forces may have been applied to the instrument, as per IFU: do not apply excessive axial or bending forces to the needle shaft or shuttle during use, as excessive force may limit the function of the device or cause the device to bend, deform or break. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from japan that during an artrhoscopic rotator cuff repair procedure, it was observed that the tip on the ideal suture shuttle 90 degrees device was deformed. There was patient involvement. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.